Manufacturer narrative:
H3, h6: we have now concluded our investigation for the complaint received. As no lot number was provided, a review of the device history records was not possible. The complaint history file contains further instances/related events of the reported event. The device was used for treatment and was returned for evaluation. An initial visual inspection did not identify any issues. When fresh batteries were inserted, the device did not function. This confirmed a relationship between the event and the device. Device performance data showed that the device ran for over 7 days. As stated in the IFU, the pico 7 device is designed to provide therapy for 7 days. The device stopped providing therapy as it had reached its end of life time limit. The investigation has been concluded as ¿no device problem identified¿. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that, during npwt, the pico 7 15cm x 15cm stopped working after 24 hours of use. No indicator lights were on, the batteries were changed but the issue persisted. The treatment was finished using a back-up pico 7 pump. No patient injury or other complications were reported.